Event description:
It was reported that there were high impedances. There was a lead break clearly seen via an x-ray immediately distal to the lead/extension connector block. It was noted that it was on the right side just behind the ear. There was a loss of stimulation/therapeutic effect. Action required as a result of the event was a lead replacement, which would be scheduled. X-rays were taken and impedance test was done. Patient was alive with no injury. The patient had a return of left extremity tremor. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v068429, implanted: (B)(6) 2007, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v010369, implanted: (B)(6) 2007, product type: lead. (B)(4).